Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the cassette following treatment, moisture was noticed inside the housing of the cycler. The sample is available.